Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no data on the cardiac resynchronization therapy defibrillator's (crt-d) electrogram. No recommendations were made and device function was not impacted. The device remain in use. No patient complications have been reported as a result of this event.